Event description:
It was reported that during an unk procedure the engagement of the jaw was defective and would not close properly. This device produced a malformed clip. There was no pt consequence.